Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and found it to function within manufacturer's specifications. The logs were downloaded and reviewed. The logs do not record any system errors for the reported day of occurrence. According to the log review, the preoperative checkout failed the breathing circuit leak check three times. The system was turned off and back on, and checked again, however, the circuit leak check was bypassed and the unit was placed in service. The unit alarmed for apnea and low expired minute volume. Additionally, the oxygen flush was pressed after the fraction inspired oxygen (fio2) low alarm occurred. The breath logs show a fio2 of approximately 21% at 9:08:25, with fresh gas set to 10 l/min of 100% oxygen. At 9:08:30, the breath logs show a fio2 of approximately 100%. From the information recorded in the logs, it appears the unit had a breathing circuit leak. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, difficulty was noted in delivering oxygen. The patient's saturation reportedly lowered to 59%. The patient was reportedly ventilated with room air and improved. There was no reported patient injury.